Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted during the onset of infection. Cultures were taken and confirmed to be positive for streptococcus mutans. The system was successfully explanted. A temporary pacing lead was attempted to be implanted, however encountered placement difficulty. The attempted lead was then removed and the patient was administered antibiotics. No additional adverse patient effects were reported.